Event description:
It was reported that a patient hasn¿t used therapy in a while because about a couple months after implant ¿all of a sudden it started zapping him in the stomach and liver.¿ it was stated that they kept trying to adjust it but the patient got frustrated and turned it off, but would like to try using it again. The patient reported that it worked for a couple months and he was ¿not sure if it moved inside him¿ because he had some results with tweaking it but after awhile it wasn¿t working quite right. The patient stated, he was not sure if this would require a surgical solution. It was reported that the patient first spoke with the manufacturer¿s representative about these problems about a couple months after implant. The patient noted that he thought he may end up having some imaging taken if it still doesn't work for him. It was further reported that the manufacturer¿s representative remembered the patient and complaint. It was stated that he saw the patient 1 month post implant ((B)(6) 2013). It was determined that the patient was feeling ¿collateral stimulation¿ to his rib and belly and the patient was reprogrammed. It was stated that ¿adaptable stimulation¿ was turned on and programmed. The manufacturer¿s representative stated that he was under the impression that this had resolved the issue. It was stated that he never heard any more comments or concerns. The manufacturer's representative further clarified that he could not recall whether the patient referred to the collateral stimulation as "zapping" and stated that at the time it "seemed like a non issue after they did reprogramming. Sometimes the difference between good coverage and collateral stimulation was small, and postoperatively fine tuning was accomplished to ensure the patient had a maximized experience." At the time, it was determined that programming was inappropriate and so re-programming occurred. The manufacturer's representative indicated that to the best of his knowledge the patient was then receiving effective coverage to his painful areas. It was stated that the event should have been reported in 2013 "even though it seemed insignificant." It was noted that the manufacturer's representative was unaware of the status of the patient's stimulator pending seeing him for reprogramming and had not seen the patient in over a year.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a CT scan indicated a lead had moved (date unknown). After the reprogramming, in the summer of 2014, the shocking started to occur again and the patient stopped using the device and had stopped recharging. The lead movement was stated to be the cause of the shocking. Due to this, a surgical revision was done on (B)(6) 2015. The entire system was replaced. If additional information is received, a follow up report will be sent.